Event description:
It was reported in a literature article that a leadless pacemaker implant procedure failed due to high capture thresholds and an instance of pericardial effusion requiring drainage occurred. The patient condition was unknown.